Manufacturer narrative:
Other, other text: additional information- event date added to b3.

Event description:
Information was received indicating that cadd solis vip pump displayed error code 41622. The malfunction occurred during testing.

Manufacturer narrative:
Other, other text: device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found with no physical damage. Event history log review was performed and found evidence of reported problem. Visual inspection and motor testing were performed. The reported problem regarding error code 41622 was duplicated. According to the investigation, while running the motor test, the motor kept running which determined an inoperable optic flex sensor. The pump optic flex sensor will be replaced. The problem source of the reported problem is unknown.